Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 cord will not work. No matter the patient or position the cord relays a weak pleth signal or no signal and the o2 is always reported low. The spo2 cord was being used to monitor a patient's oxygen saturations continually. No patient harm was reported.